Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient went to emergency room (ER) and eventually got hospitalized due to diabetes ketoacidosis and faced infusion set fell off event on (B)(6) 2024.the blood glucose level was more than 500 mg/dl the infusion set was in use for 48 hours. No further information available.